Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event: estimated date. The proglide device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
It was reported through a study presentation titled "safety and efficacy of clip-based vs. Suture mediated vascular closure for femoral access hemostasis: a prospective randomized single center study comparing the starclose and the proglide device" that the following events occurred: starclose se devices: pseudoaneurysm treated with thrombin injection or vascular surgery, femoral artery occlusion treated with endovascular therapy, hematomas treated conservatively, possibly a small arteriovenous fistula not needing intervention, device failure requiring manual compression. Proglide devices: pseudoaneurysm resulting in vascular surgery, retroperitoneal bleeding, hematomas treated conservatively, possibly a small arteriovenous fistula not needing intervention, device failure requiring manual compression. The overall complication rate was 3.9%.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed and a conclusive cause for the reported event could not be determined. The treatments appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.